Event description:
It was reported that during a percutaneous transluminal angioplasty procedure, a balloon rupture occurred. Using a brachial approach, the 100% stenosed lesion was severely calcified and located in a moderately tortuous left superficial femoral artery. The lesion was accessed using a non-bsc sheath and guide wire and dilated with a sterling 1.50mm x 20mm balloon catheter. The 2mm x 20mm x 143cm coyote balloon catheter was advanced to the lesion where it was inflated to 10 atms three times and ruptured on the third inflation. The procedure was completed with a different device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by manufacturer: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).